Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the adhesive had detached at the tip screw but the cause could not be specified. Olympus will continue to monitor field performance for this device.

Event description:
The customer initially reported that the evis lucera ultrasound gastrovideoscope had abnormal ultrasound image darkening. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: distal end fixing screw adhesive detachment.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and the ultrasound image was defective with missing elements due to damage on the ultrasonic probe. Also, evaluation found that water tightness was lost due to wear of the forceps control lever, the bending angle in the up direction and the play of the up/down knob did not meet the standard value due to wear of the angle wire, the bending section cover adhesive was chipped and detached, the forceps raising angle needed repair, the paint on the air/water cylinder was peeled, the label on the scope connector was peeled, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.